Event description:
It was reported that a pump door is difficult to close, and that the "check flow" prompt does not display.

Manufacturer narrative:
(B)(4). Sigma eval the device in question. Review of the history log shows that the pump alarmed "door not fully latched." Further eval found that this was due to a loose link screw. When the screw was tightened, the device performed as expected. It was also reported that a pump would not display the "check flow" screen after the start of an infusion. The spectrum pump will not display the "check flow" prompt in an infusion is programmed under a care area which contains "anesthesia" or "operating room" in the name. Review of the history log shows that the customer ran infusions from the care area "cvicu and cv operating room". Therefore, the check flow screen would not have been displayed at the start of the infusions. No malfunction was identified and sigma does not consider this a reportable event.